Event description:
A getinge authorized distributor field service engineer (fse) received from a customer a cs300 intra-aortic balloon pump (iabp) that starts-up with a blank display and a continuous alarm sound. No information has been provided regarding patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The getinge authorized distributor field service engineer (fse) that received the faulty iabp unit, evaluated it and had swapped the data sets, as well as the main board from an iabp unit that was functional, but there was no change to the iabp. The display, front end board, solenoid driver board, motor speed control, fiber optic module and power supply were swapped out one at a time, however, the results were the same, not having a positive outcome. The distributor's fse contacted a getinge senior manager technician for troubleshooting assistance, and it was identified that additional parts need to be replaced. Replacement parts have been ordered and the repair will be completed upon their receipt. The distributor's fse later reported that the parts have not yet been received and that there is no time frame of receiving them. A supplemental report will be submitted if this information is made available to us. The initial reporter in block e1 is a getinge authorized distributor field service engineer who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Manufacturer narrative:
The getinge authorized distributor's field service engineer (fse) that encountered the issue during the pm reported that the repairs were completed. The purge valve assembly, blood detect tubing assembly, display board, power supply to motor/display cable, main board, pump assembly, and the motor control board were replaced to fix the issue. The safety disk was also replaced since it was expired. The fse then completed the pm and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. However, first the iabp unit was not able to be returned to the customer due to covid-19 lock down, but then the getinge authorized distributor also reported that subsequent to the failure of this iabp unit, a decision was made to remove this iabp unit from the customer site on a permanent basis due to the site not meeting their contractual obligations for the use of the iabp device.

Event description:
It was reported that a getinge authorized distributor's field service engineer (fse) arrived to the customer's site to perform a schedule preventive maintenance (pm) on the cs300 intra-aortic balloon pump (iabp). When the fse received from the customer the iabp, the fse noticed that the iabp started-up with a blank display and a continuous alarm sound. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. Replacement parts have been ordered and the repair will be completed upon their receipt.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) starts-up with a blank display and continuous alarm sound. The customer's technician swapped the data sets, as well as the main board from a unit that is functional, with no change to the system. The display, front end board, solenoid driver board, motor speed control, fiber optic module and power supply were swapped out one at a time, also without having a positive outcome. No information has been provided regarding patient involvement. However, there was no adverse event reported.